Manufacturer narrative:
(B)(4).

Event description:
New information received notes that dislodgement was also noted.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that low r-waves noted via merlin.net transmission. The patient was brought into clinic and interrogation confirmed small r-waves, loss of capture at max output and fluoroscopy showed perforation. The lead was explanted and replaced when repositioning was unsuccessful. There were no complications and the patient condition is stable.